Manufacturer narrative:
Follow-up # 1 date of submission 04/12/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was torn and missing from the up arrow to the ok button. During testing, all keypad buttons responded appropriately. During investigation, evidence of contamination was found under the up, down, and contrast key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the down arrow and ok keypad buttons were intermittently unresponsive and that the rubber keypad had come off, exposing the metal on the buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.